Manufacturer narrative:
Isi did receive the vessel sealer extend (vse) instrument to perform failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument passed energy recognition on the e-100 and erbe generators. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product and recognition issues, or other factors not directly related to the device. A review of the information associated with this event has been performed by isi failure analysis engineer. The following additional information was provided: instrument logs showed that the vse instrument lot# l11250522-0279 was installed 4 times and passed homing 4 times. Cut and seal events were noted without any errors. No e100 logs, as the instrument was used with an erbe generator. Instrument logs show 5 homing failed errors, but that are likely from the other vse instrument used during the procedure, as no such errors were noted in the logs. The instrument was used for about 43 minutes.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the vessel sealer extend (vse) instrument failed to open. The procedure was completed with no report of patient injury. The customer had initially reported the issue under vse instrument (part number#480422-03/ lot number#l11250522), but a different vse instrument (part number#480422-03/ lot number#k17250531-0322) was returned for failure analysis. Intuitive surgical, inc. (Isi) reached out to the customer to check if they had mistakenly returned the wrong instrument since the RMA is different than what they had initially provided.